Event description:
It was reported that, "pt complained of knee pain and clunking. The knee was opened and the surgeon found a globule of patella fat pad inside of the joint space. It was excised and new line was inserted.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.